Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the motion batteries did not hold a charge. The batteries were replaced and the issue was resolved. The batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system motion batteries did not last as long as expected. There was no patient present when this issue was identified. No additional details were provided.